Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: there were multiple loss of prime warnings observed in the pump's black box with low non zero force. The pump exercised for 24 hours and the loss of prime issue was duplicated. The force calibration check failed. The force sensor resistance value was found to be out of specifications. Moisture was observed on the force sensor plate. Unrelated to the initial allegation, the display screen was dim and discolored. The contrast button was inoperable, and the other buttons were intermittently unresponsive. Contamination was found on all of the button contacts.